Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, reporting a leak in iab circuit alarm. She had already restarted the therapy and pump at the time of the call. She had verified no blood in the helium tubing and all connections secure. She had used the iab fill key and start key to resume therapy. She was calling to find out further troubleshooting and inquire of possible causes of the alarm. The esp personel reviewed troubleshooting and possible causes including intra thoracic pressure changes and a possible kink of the catheter. User was pleased with the information shared. She did not call again. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Additional information: the phone number of the contact person (B)(6). It was reported through the emergency support program (esp) that during use of the cs300 intra-aortic balloon pump (iabp), a ¿leak in iab circuit¿ alarm occurred. The user had already restarted the pump and resumed therapy prior to the call. Patient involvement was reported, however no harm or injury occurred. Esp personnel provided troubleshooting guidance and discussed potential causes, including intrathoracic pressure changes and possible catheter kinking. Based on the device evaluation, the failure mode was not confirmed as there were no non-conformances identified. Therefore, the root cause is ¿not confirmed¿.

Event description:
N/a.